Event description:
During a routine g-tube change, it was difficult to pass the wire through an all-purpose catheter to get the old tube out. It did come out and no harm was done to the pt. When the physician removed the old tube it broke in two pieces (outside the body). Upon inspection it was noted that the distal end where the suture string exits looked "chewed up". A new catheter was placed at this time. Note: this is the alternate company utilized as the previous erosion problems precipitated a change in vendors. The company rep was notified of the device failure. The MFR's response to the device problem is unknown. This is the first incident with the alternative device. It was noted that unfamiliarity with this device might have contributed to the event. That unfamiliarity may be due to the tension on the suture string. This suture coils the distal end for placement and was found to be the possible reason for catheter erosion in other events of another MFR. Improper tension on the placement suture was thought to be one possibility for the previous catheter failures.